Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
A log file was reviewed which found pump stops while attached to the batteries. The patient was reported to be asymptomatic. X-rays were requested. A possible shield fracture was identified on the x-rays. The plan of care was to continued with routine follow up, and consult surgeon if driveline repair is needed. The patient was noted to be in stable condition. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files submitted by the account confirmed pump stop events. Although a specific cause could not be determined, based on experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the pump stops and hazard alarms that occurred while the patient was supported by both batteries and a power module could be indicative of driveline damage. The submitted log file captured pump stop events on (B)(6) 2021 with corresponding hazard alarms for low speed and low flow. The pump stop events occurred while the patient was operating on both the power module and on battery power, suggesting damage to at least two wires from different phases of the three-phase motor (phase-to-phase electrical short). The account submitted x-ray images for review that showed an area of potential damage to the metal braided shield on the external portion of the driveline. A driveline wire compromise could not be confirmed via the submitted x-ray images. It was reported that the patient was stable and asymptomatic during the pump stop events. A plastic sheath was applied to the driveline and the surgeon decided not to do a driveline repair. The patient was being closely monitored while using an unshielded patient cable. Additionally, the patient was advised to protect the driveline and keep a record of alarms. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were submitted. Analysis observed 1 pump stop while on battery power that occurred on (B)(6) 2021. Technical services commented that this was a phase to phase short.